Event description:
Device malfunction: resistance with insertion. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during device insertion into the vessel. The device was removed uneventfully and an angio-seal was used to achieve hemostasis. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.